Event description:
A customer reported that during a cataract procedure, a pt experienced a posterior capsule tear during phacoemulsification. The case was completed on the same day. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).